Event description:
Boston scientific received information that one day after this right ventricular lead was implanted, the patient experienced multiple pauses in pacing that were approximately four to six seconds in duration. The pauses in pacing resulted in asystole as the patient is pacemaker dependent and had no underlying rhythm. The patient became symptomatic and as a result external patches were placed. The field representative was called to the hospital and when he arrived, the pacing thresholds were the same as at implant. The pacing impedance measurements were also within normal parameters. Pacing spikes were noted on the surface ECG tracings when the pauses occurred but the paces were not capturing the tissue. No events were stored in the device memory as a result of oversensing. Boston scientific technical services was contacted and discussed performing a chest x-ray to verify lead position and to perform movements to see if the loss of capture could be reproduced. The patient was air lifted to another hospital for further evaluation. Additional information was reported that another field representative checked on the patient after he was transferred. The pacing threshold measurements were checked and the measurements were above 1 volt in unipolar mode but at 0.3 volts in bipolar mode. It was verified that automatic capture was not active. Pocket manipulation and isometrics were performed and the loss of capture was not reproduced and there were no changes in the pacing impedance measurements. The hospital informed the field representative that the patient had two beats that were not captured but no long pauses in pacing were noted. The device is programmed at maximum outputs. At this time, this rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.